Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that after patient was charging their stimulator, they tried to turn their controller off but saw "software problem - cannot continue. Please call manufacturer." Pt said there were no other details on the screen to share. When pt reinserted the battery pack, pt said that the screen was blank and nothing could be turned on. Pt attempted to start recharging the implant, but the controller showed that the battery pack was low and needed to be charged. Pt said that the implant showed 100% and controller showed no battery. Patient services (ps) reviewed with pt everything appears to be working as intended. The troubleshooting steps that were taken on the call resolved the issue. 2021-nov-23: additional information was received from the patient. Patient called back with same software problem message (1-intellis, 2-3.0, 3-243, 4-qf-port) on the controller when recharging the implant. Patient stated their spouse was helping. Ps assisted patient with resetting the controller and clear the message. Controller green light flashing when plug into the outlet. Ps asked patient to connect controller and controller showed ins 90% and controller 60% charged. Ps asked patient to inspect the recharger (rtm) for damage and patient said the rtm seems worn out where the paddle and cord are connected. Patient stated the rtm gets warm but not hot. Ps sent email to repair dept to replace the rtm. 2021-nov-29: additional information was received. Pt called back and says the issue is still happening despite getting the new rtm and continuously taking battery pack out. Pt has been seeing software problem screen (1-intellis, 2-3.0, 3-243, 4-qf-port). Patient called back with new controller inquiring how to set up the controller. Pts wife then came on the line and ps walked caller through on how to set up the controller. The controller got set up and they were able to charge the implant at excellent with a green flashing light.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that they were unable to duplicate software problem message. Also, analysis found that there was a failure with the recharger and that an intermittent "no device found" message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.